Event description:
Report 2 of 2 for (B)(4). It was reported that during a meniscal repair surgical procedure, it was observed that after 1st firing with the truespan 12 degree peek device, two plates were deployed at the same time. According to the reporter, changed to another one and it was noted that the needle was deformed. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non conformances regarding this lot. A photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. After the photo visualization, it was observed that the truespan 12 degree peek needle is deformed. One of the plates is already deployed. Biological matter can be seen impregnated in the suture. The rest of the device appears to be in a normal condition. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential root cause for the needle damage can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the applier needle while it was inserted causing the needle deformation. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional testing of the returned device. Visual inspection found that truespan 12 degree peek had the deployer with the first implant deployed returned for evaluation. The needle was deformed at the proximal end. The red trigger was found in a normal shape. The deployed plate and suture had foreign matter, presumably biological matter. Neither the plates nor the suture had any anomaly. A functional test was performed to the second plate. The red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would contribute to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused to damage to the needle. As per IFU, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.